Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the high flow insufflation unit colonovideoscope had gas leakage from the knob-connector and some led (light-emitting diodes) of the digital numbers about flow on the front panel didn't light up. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over eight (8) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. Regarding the gas leakage from the knob-connector, it was presumed to be due to a knob-connector unit failure. Regarding some led (light-emitting diodes) of the digital numbers about flow on the front panel not lighting up was presumed to be a front panel led failure. Olympus will continue to monitor field performance for this device.